Event description:
During the use of an optease vena cava filter, it was reported by the physician an unsatisfactory/suboptimal deployment and position/location of an optease filter. There was no report of patient injury.

Manufacturer narrative:
The patient's gender is unknown. Additional information will be submitted within 3 days of receipt.

Manufacturer narrative:
Addendum: additional information received: the indication for filter insertion was deep vein thrombosis and pulmonary embolism. There was no thrombus present at delivery site. The patient was on lovenox 30 mg sub q every day. Per the medical history, the patient could not be fully anticoagulated due to recent aneurysm repair. Pre/post imaging was completed. The size and shape of the vena cava was not obtained. The filter was snared and replaced the next day per same radiologist. The vessel characteristics are unknown. It is unknown if there was difficulty or resistance/friction while advancing the deployment sheath to the deployment target. It is unknown if there was difficulty or resistance/friction while advancing the filter to the deployment target. It is unknown if the obturator remained fixed while the deployment sheath was pulled back over the obturator. It is unknown if it was verified under fluoroscopy that the filter was not in a side vessel. Films are available. Complaint conclusion: during the use of an optease vena cava filter, it was reported by the physician ¿an unsatisfactory / suboptimal deployment and position/location of an optease filter occurred¿. The filter was snared and replaced the next day per same radiologist. There was no patient injury reported. Additional information received reported that the indication for filter insertion was deep vein thrombosis and pulmonary embolism. There was no thrombus present at delivery site. The patient was on lovenox 30 mg sub q every day. Per the medical history, the patient could not be fully anticoagulated due to recent aneurysm repair. Pre/post imaging was completed. The size and shape of the vena cava was not obtained. The vessel characteristics were reported to be unknown. The reporter indicated that it is unknown if there was difficulty or resistance/friction while advancing the deployment sheath to the deployment target or while advancing the filter to the deployment target. It is unknown if the obturator remained fixed while the deployment sheath was pulled back over the obturator. It is unknown if it was verified under fluoroscopy that the filter was not in a side vessel. In spite of several attempts, the reason for unsatisfactory/suboptimal deployment and position/location of the optease was not provided. Films are available however have not been provided at the time of this report. The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The intended implantation site of the optease filter as instructed in the IFU is below the lowest renal vein. Possible procedure complications include incorrect positioning of the filter. The IFU instructs to determine the diameter of the inferior vena cava at the intended implantation site below the lowest renal vein by injecting contrast medium through the angiographic vessel dilator and using its marker bands as a reference. The distance between the two marker bands, end-to-end, is 30 mm. To release the optease® filter, the IFU instructs to keep the obturator fixed in position, then pull the sheath introducer back over the obturator. Based on the limited procedural information provided, it is not possible to determine what factors may have contributed to the unsatisfactory deployment reported nor is it understood the meaning of the suboptimal location reported. Upon receipt of procedural films, a review will be conducted by an independent physician to evaluate the reported event. There is no indication that the unsatisfactory/suboptimal deployment ¿might be related to a design or manufacturing related issue therefore no corrective action is required at this time.